Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced atrial fibrillation (af) in which several morphologies and t wave oversensing was observed. This patient received 2 inappropriate shocks as the morphology went from wide to narrow complexes. Technical services (ts) discussed their rhythm was classified as non-treatable for many minutes after the first shock but that the rate did not drop low enough for the event to end. Electrogram (egm) markers were noted to be missing from the onset of this episode, ts noted likely due to the duration of the event. This electrode remains in service. No adverse patient effects were reported.